Event description:
It was reported that the patient had a return of symptoms with increased pain. The pain had not resolved for the past few months despite drug and dosing changes. There were no active alarms. A pump volume discrepancy was reported. The actual residual volume (arv) was 8ml, which was greater than the expected residual volume (erv) of 3ml. The catheter and pump were replaced. It was noted that no physician complaint was made. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted:; product typ catheter. (B)(4).

Event description:
Additional information: it was reported that there was a pump motor stall with no recovery and the motor had been stalled for 2 months. An MRI showed a normal catheter; however, a granuloma was indicated. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).